Event description:
During routine service and repair at (B)(4) it was discovered that small battery drive stopped working during test. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device history record review is not available as device is older than 13 years. The reporter did not allege or identify any specific deficiency; it was observed during pre-repair assessment that the unit stopped running during pre-repair testing. Evidence indicates this was due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item. (B)(4)